Manufacturer narrative:
It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported on behalf of the customer that a patient with an implanted constrained cemented cup suffered a luxation. A revision surgery is not yet performed. The surgeon is evaluating this possibility. Update: patient fell down during bathroom visit. Uhr part of constrained cemented cup is luxated and cannot be reduced again. (Uhr ball came out of cemented cup). Patient is now wheelchair bound and not capable of walking and standing. Because of the high age, surgeon decides not to revise the constrained cemented cup to a new one. Because of nursing problems the surgeon decides to explant the femoral component, together with the femoral head and uhr part of the constrained cemented cup. The cemented part of the constrained cemented cup will remain in the patient and as a consequence will not be available for further inspection. Doing so a ¿girdlestone¿ situation will be created.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Clinician review of the provided information determined the likely root cause of the event to be "predominantly patient-related." There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported on behalf of the customer that a patient with an implanted constrained cemented cup suffered a luxation. A revision surgery is not yet performed. The surgeon is evaluating this possibility. Update: patient fell down during bathroom visit. Uhr part of constrained cemented cup is luxated and cannot be reduced again. (Uhr ball came out of cemented cup). Patient is now wheelchair bound and not capable of walking and standing. Because of the high age, surgeon decides not to revise the constrained cemented cup to a new one. Because of nursing problems the surgeon decides to explant the femoral component, together with the femoral head and uhr part of the constrained cemented cup. The cemented part of the constrained cemented cup will remain in the patient and as a consequence will not be available for further inspection. Doing so a girdlestone situation will be created.